Manufacturer narrative:
Correction to h6 "medical device problem code" of the initial report, "2978 - material integrity problem" is being corrected to "1069 - break". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was caused by excessive force as a result of an impact or a fall on the distal end of the lens. The flat glass at the distal end has been damaged by the fall. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope's distal end was impacted, resulting in the displacement of the lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.